Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device evaluated by MFR: device disposition unknown.

Event description:
Sales rep reported that surgeon has had two instances of breakage of the variax 2 wrist fusion plate at roughly the fourth most distal screw hole. Plate was removed and he observed the capitate and 3rd metacarpal were not fused (this instance). He presumed the same for the second instance although he had yet to remove that plate.